Manufacturer narrative:
Date rec¿d by MFR : 25jun2019, date of report : 27jun2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer was advised to replace the touchscreen and the fse discussed installation with the customer. The customer replaced the touchscreen and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19april2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit's touchscreen failed. There was no patient involvement. Event date not specified; estimate used.